Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.